Manufacturer narrative:
Products from the same lot were returned from the customer. Those products were sent to the supplier of the polyurethane material for testing. Our supplier found that this material met all applied specifications and was unable to determine what may have caused this malfunction. It appears this may be due to user error.

Event description:
Customer reported that during a procedure, the tip of the probe cover tore, causing the probe to go through the hole into the surgical wound.